Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump does not give low battery warning when the battery indicator was empty . The customer¿s blood glucose level was unknown. Battery life has diminished from the first day of receiving the pump. The insulin pump will be returned for analysis.